Manufacturer narrative:
An event of residual shunt was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2021, a 25mm amplatzer pfo occluder (apo) was selected for implant in a patient's patent foramen ovale (pfo). The apo passed the wiggle maneuver and was released from the cable. However, a large amount of shunt flow remained in the bubble test after releasing the apo. The decision was made to retrieve the apo and it was retrieved using a double snare catheter. A new 30mm amplatzer pfo occluder was successfully implanted. However, the pfo remained a grade 3, but spo2 recovered to 87%. No patient consequences were reported. Clinical study patient ID: (B)(6).